Event description:
The suspect handheld device and related software were received by the manufacturer. However, analysis has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
An analysis was performed on the returned handheld, and the reported allegation was verified. During the analysis, it was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software were identified during the flashcard analysis.

Event description:
It was reported that the physician's handheld screen was freezing. It was reported that the handheld would not advance past the alignment screen to continue. The edges were cleaned and this did not resolve the issue. The physician was provided a new programming tablet. The handheld is expected to be returned for analysis, but has not been received to date.